Manufacturer narrative:
On completion of the evaluation, a follow up report will be submitted.

Event description:
It was reported that the pt had an endoleak in an abdominal aorta aneurysm previously treated with an endovascular repair. Under fluoro, it was observed that one of the previously placed stents had perforated the dacron endograft. Stents were used in sequence along the area of the leak to repair the perforation. Three stents had been placed and deployed and the leak was sealed. On placement of the fourth stent in the proximal area (to prevent recurrent endoleaks) it was noticed that the balloon had ruptured at 8atm. The physician was unable to pull the balloon into the sheath. Under fluoro it was seen that the balloon had snagged on the aortic endograft, this was causing an occlusion of the sma bypass origin. The physician was able to retrieve the balloon from a retrograde approach and flow was restored. The procedure was completed without difficulty. The pt expired 3 days post operatively from bowel ischemia.